Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
Implant head snapped off stem when driving. Could not remove stem from patient and left insitu. Surgeon had a back-up device to complete the acl reconstruction. There was no patient injury as a result.